Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of a 54 mm diameter abdominal aortic aneurysm. The aortic neck was 1.3 cm in length, 27 mm in diameter proximally, 30 mm then 28 mm distally. The aortic bifurcation was 20 mm in diameter. It was reported that there was a stenosis of circumferential calcium observed via CT and angio near the access site in the common femoral artery. The access vessels were small and narrowed down to 4.2mm on the right and 4.3mm on the left. Serial dilation was performed using 12, 14 and 16 sheaths to match the 20 fr delivery system diameter. This was performed successfully. The endurant bifurcated stent graft delivery system was inserted 3 times without successful delivery past the area of stenosis. On the third attempt the tip of the delivery system caught on the calcium ring in the femoral artery and was dislodged from the delivery system. The physician used average to slightly forceful pull. There was no loss of guidewire support during the procedure. None of the stent graft was deployed or partially deployed and it was still contained within the graft cover. The cut down was extended distally to where the tip was located (2-3 cm below the hypogastric artery) and the tip was removed through the access site without further complication. It is unknown if there was a gap between the tip and the graft cover when the tip broke, but there was no gap when the device was inserted in the patient. The calcification was removed via endarterectomy and another endurant device was delivered successfully. No additional clinical sequelae were reported and the patient is fine. The device was discarded by the user facility. Review of a photograph showed that the taper tip inner member was broken approximately 15cm from the end of the sleeve. This appeared to be a clean break; no obvious kinks, elongation or unravelling was visible. The tip was essentially straight; however there was possible groove seen running along the length of the tip. A single angio image showed that the tip was seen in the patient, possibly within the right femoral or iliac artery. The guidewire was placed and was extending out of the proximal end of the tip. The distal detached end of the inner member was not visible in the image. The cause of the break could not be determined from these images.